Event description:
During a vitrectomy procedure, the vitrectomy function of this unit failed. The procedure was almost complete when the problem occurred. The pt was patched and given additional medication. At his post-operative visit he was doing very well. The pt did not suffer any adverse effects.